Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: twelve days after hospital admission, the patient was discharged from the hospital. The patient recovered from the event of peritonitis.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Treatment with dianeal was ongoing. The patient experienced peritonitis manifested by abdomen pain, cloudy effluent and fever and was hospitalized. Treatment was not reported. The cause was not reported. The patient was recovering from this peritonitis event.